Event description:
It was observed that during the device evaluation, the rigid endoscope telescope's eye piece was damaged. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found that no additional reportable malfunctions other than those mentioned in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the damage to the eyepiece was caused by improper handling and application of excessive force like fall, shock or similar stress. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.